Event description:
Pencil arced through the insulated shaft and patient received a small serosal burn to the bowel.

Manufacturer narrative:
This device was sold by (B)(4) as a component intended for further processing and not a finished device. (B)(4) is unaware of the conditions of the additional processes. A review of the conditions of the additional processes. A review of the lot history indicates this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. (B)(4) determined to report this event based on the initial report that a burn occurred on the patient's bowel. (B)(4) has requested additional information and made requests for this device be returned for further investigation and evaluation.